Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed and no anomalies were found. Analyst commented, power on reset (por) was a firmware initiated. Por with a no reason given code. Several por's occurred on (B)(6) 2015 before device was explanted on (B)(6) 2015. No reason code por occurred 3 times on (B)(6) 2015. (B)(4).

Event description:
It was reported that during patient ventricular fibrillation (vf) the implantable cardioverter defibrillator (ICD) encountered power on reset (por), however the vf was successfully terminated. The right ventricular (rv) lead exhibited possible insulation issue. The rv lead and ICD was explanted and replaced. No patient complications have been reported as a result of this event.